Event description:
It was reported that upon interrogation, the atrial lead exhibited a high impedance and loss of capture. The patient had complained of feeling tiredness at a follow up six months before. The device was reprogrammed, the lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.